Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
X-ray and CT imaging found that the distal catheter broke and migrated to the heart. Catheter and port were removed subcutaneously. There was no reported patient injury.

Event description:
X-ray and CT imaging found that the distal catheter broke and migrated to the heart. Catheter and port were removed subcutaneously. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was not performed as the lot number is unknown. Investigation summary: as received, one powerport m.r.I. Isp with 8 fr s/l groshong catheter in two segments with proximal segment attached to the port. Visual and microscopic evaluations were performed of the physical sample. A split was noted at 6.1cm from distal end of cath-lock the fracture surface of the split has smooth, rounded sections and peeled/granular sections, oval orifices, which is consistent with flexural fatigue. Therefore, the investigation is unconfirmed for 1069b - subq leak/break/split w/ embo and confirmed for 1260r - flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.